Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be depleted at 0.94 volts. When powered by an external supply, the device was fully functional with nominal system current drain throughout the analysis. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Battery analysis revealed that lithium-plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had toned alert for a possible recommended replacement time (rrt) alert. The device was attempted to be interrogated; however, no communication was possible with the device. A magnet was placed on the device to attempt an alert tone from the device; however, no alert tone was heard. The device was suspect of a premature battery depletion. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.